Event description:
Pt was admitted from home with a fever and probably myocardial infarction. During her stay the peg tube became plugged. When physician removed the peg tube the mushroom inner bolster was detached from the main part of feeding tube. Due to pt condition, endoscopy was not done to retrieve piece. Pt & staff aware to watch for tube to pass in the stool.